Event description:
Customer reported when the user tried to connect the adaptor to the flow meter, the screw thread was stripped and was unable to connect. Therefore, a new unit was used instead. No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and damage was observed on the threads of the adaptor. It was also found that the pin adaptor body had a fractured piece in the neck and there were retention tabs that had stress marks. These damages could be a result of incorrect use of the device. A manufacturing issue could not be identified.

Event description:
Customer reported when the user tried to connect the adaptor to the flow meter, the screw thread was stripped and was unable to connect. Therefore, a new unit was used instead. No patient involvement reported.

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported when the user tried to connect the adaptor to the flow meter, the screw thread was stripped and was unable to connect. Therefore, a new unit was used instead. No patient involvement reported.